Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal proximal pressure line was reattached to address the issue.